Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline from (B)(6) 2011 to (B)(6) 2012, fluoxetine hydrochloride (prozac) since 1997, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back and general abnormal bleeding. Discrepancy noted in essure insertion date-(B)(6) 2011 and (B)(6) 2011. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs- mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse). Previously reported event-psychological trauma updated to event-depression. Reporter information, concomitant drug, events onset date, events outcome were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline from (B)(6) 2011 to (B)(6) 2012 for depression, fluoxetine hydrochloride (prozac) since 1997 for obsessive-compulsive disorder as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psych injury/ psychological or psychiatric problems condition: depression/psych injury"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression, dyspareunia, obsessive-compulsive disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, obsessive-compulsive disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back and general abnormal bleeding. Discrepancy noted in essure insertion date-(B)(6) 2011 and (B)(6) 2011. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event ¿post procedural complication¿ was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline from (B)(6)2011 to (B)(6)2012 for depression, fluoxetine hydrochloride (prozac) since 1997 for obsessive-compulsive disorder as well as medroxyprogesterone acetate (depo-provera) from october 2011 to (B)(6)2012 and paracetamol (acetaminophen) since (B)(6)2011. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety & mental anguish"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and obsessive-compulsive disorder ("psychological or psychiatric problems condition: ocd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression, dyspareunia and obsessive-compulsive disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, genital haemorrhage, menorrhagia, obsessive-compulsive disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back and general abnormal bleeding. Discrepancy noted in essure insertion date-(B)(6)2011 and (B)(6)2011. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- obsessive-compulsive disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, back and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Product indication and removal date updated. Events- general abnormal bleeding, abdominal pain, back pain and psych injury were added. Event outcome updated for: physical pain/pelvic pain. Reporter information, patient demographics updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.